Event description:
It was reported in an article in the journal "clinical research" titled, "replacement versus same-site salvage using hickman catheter for pediatric stem cell transplantation patients: a comparative study", children undergoing bone marrow transplant need a double-lumen hickman line. The reasons for removing the hickman line were catheter break or pulmonary embolism (pe), infection with leakage, and leakage with hematoma. In addition, patients had malfunction/thrombosis/blockage and few patients had stuck catheters during the removal of the hickman catheter.

Manufacturer narrative:
H11: bawazir oa, binyahib sm, bawazir r, bawazir a. Replacement versus same-site salvage using hickman catheter for pediatric stem cell transplantation patients: a comparative study. Ann vasc surg. 2021 oct;76:443-448. Doi: 10.1016/j.avsg.2021.03.039. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported hematoma, thrombosis, pulmonary embolism and infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2, d4 (medical device catalogue number), g3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "clinical research" titled, "replacement versus same-site salvage using hickman catheter for pediatric stem cell transplantation patients: a comparative study", children undergoing bone marrow transplant need a double-lumen hickman line. The reasons for removing the hickman line were catheter break or pulmonary embolism (pe), infection with leakage, and leakage with hematoma. In addition, patients had malfunction/thrombosis/blockage and few patients had stuck catheters during the removal of the hickman catheter.

Manufacturer narrative:
H11: bawazir oa, binyahib sm, bawazir r, bawazir a. Replacement versus same-site salvage using hickman catheter for pediatric stem cell transplantation patients: a comparative study. Ann vasc surg. 2021 oct;76:443-448. Doi: 10.1016/j.avsg.2021.03.039. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.